Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned to zoll manufacturing corporation and investigation is currently underway. Device evaluation was accomplished through a review of the downloaded flag file. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Electrode belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy electrode (te) pad was pulled from the strain relief, disconnecting wires in the dn. The cause of the test failure was the pulled dn to rear te cable. The root cause for the pulled cables is excessive force. There is no allegation or indication to suggest that the device malfunction caused or contributed to the patient's death. The electrode belt was functional during use in the field and was capable of detecting and treating the patient.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Review of the download data indicates that the patient received an appropriate treatment event on the date of passing. The patient was at home and unconscious at the time of the event. It was reported that ems was contacted and that paramedics pronounced the patient dead. On (B)(6) 2017 a ventricular fibrillation (vf) arrhythmia was first detected at 12:46. The patient received four non-lifevest defibrillation shocks while the patient remained in vf. At 12:55 the patient received a lifevest treatment while in vf. The patient remained in vf until 12:56 when the patient's rhythm showed asystole with pacer spikes. The patient remained in asystole until device removal at 13:26:30. The patient passed away on (B)(6) 2017.